Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed battery run time test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
During a scheduled preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cs300 intra-aortic balloon pump (iabp) failed the run test. In order to fix the issue, the fse replaced the batteries (0146-00-0039). The fse then completed the pm with full calibration and the unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.